Manufacturer narrative:
Pump received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement, self test and download anomaly due to buttons not responding. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the carelink could not be read. The customer tried many times and upload could be performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.